Event description:
It was reported that the ventilator became magnetically attracted to an MRI scanner. There was no patient involvement. Manufacturer's ref.: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was confirmed during inspection. As a consequence of attraction, the expiratory valve coil and inspiratory pipe have been found damaged. According to received service report, mentioned parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment and are included as part of the "mr environment agreement". According to received information, the wheels of the ventilator were not locked and the device was not secured in a strap from the wall. The gauss safety line was marked on the floor and device was behind the line getting set up when it became magnetically attracted to an MRI scanner. The incident with device being magnetically attracted to an MRI scanner was caused by the user not following the requirements for use of the ventilator in mr environment. The UDI information is not available since the device was manufactured before 2015.